Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, the prostyle device became stuck in the patient after deployment. Troubleshooting attempts were made; however, the patient was sent to vascular surgery to remove the device via surgical cutdown. The foot of the device was slightly open upon retrieval despite the physician manually attempting to close it. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.